Manufacturer narrative:
No sample was returned and the lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The IFU states in the adverse events. (B)(4).

Event description:
(B)(4). It was reported by the pt that she has experienced pain and discomfort throughout her entire body for about 1.5 yrs following the original placement of the mesh device in 2008. In addition, the pt reported experiencing a stretching, pulling sensation throughout the abdominal area.